Event description:
It was reported that on (B)(6) 2023, a drill bit broke during the procedure. The fragment was lost. It had no negative implications for the patient. Upon product return, it was noted that an additional drill bit was broken. This report involves one 1.1mm drill bit/mini qc with 6mm stop/44.5mm. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional device product codes: erl, dzi. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the tip of the 1.1 drill bit/mini qc with 6 stop/44.5 was observed broken. Fragment was not received in the evidence provided. No other issue was identified. A dimensional inspection for the 1.1 drill bit/mini qc with 6 stop/44.5 was not performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the was not performed would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part:317.260. Lot no:416734. Release to warehouse: 29 april, 2008. Manufacturing site: werk selzach. Supplier: sphinx werkzeuge ag. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.